Event description:
It was reported that on (B)(6), 2013, during a procedure, a guide wire was placed into the medial condyle of the distal humerus. The cortex was pre-drilled over the guide wire and a power shaft was used to power in the screw. A fluoroscopy image was taken and the surgeon observed that the threads of the 4.0 cannulated screw were broken. The screw was removed and the broken thread portion was removed. A second screw was placed by hand screwdriver and fracture was reduced with screw compression. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation show that the screw is broken in half where the thread starts. Both pieces were returned for evaluation. There are rings/marks under the head on the head/shaft piece. The threads on the threaded piece are completely peeled; no thread form remains. The thread profile, thread major diameter and thread minor could not be checked due to thread damage. Since all of the features relevant to the complaint could not be checked and no lot number was provided this complaint is indeterminate from a manufacturing standpoint. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: product development evaluation. One broken 4.0mm cannulated screw short thread/50mm (part #207.650, no lot#) was received for evaluation with complaint category "broke" and complaint description "cortex was pre-drilled over the guide wire and power shaft was used to power in the screw. Fluoroscopy image was taken and the surgeon observed that the threads of the 4.0 cannulated screw were broken." The returned screw was received in 2 pieces. The distal thread has sheared off and separated from the non-threaded shaft. The 4.0mm cannulated screws technique guide (j3270-h) was reviewed during this evaluation. Product drawing se_381418 revision d was also reviewed during this evaluation. The returned screw was made from 316l stainless steel which is a typical material used to make implant screws. The ø1.35mm cannulation is necessary to provide precise screw placement via ø1.25mm guide wire. The core diameter of the screw is ø2.6mm and the outside thread diameter is ø4.0mm which provides approximately 1.4mm of thread purchase specifically designed for insertion into cancellous bone. The design is adequate for its intended use and did not contribute to this complaint. Conclusion: the design is adequate for its intended use and did not contribute to this complaint. The most likely cause for this complaint was excessively hard bone. Therefore, this complaint is invalid from a design perspective.